Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom of an undetected occlusion could not be reproduced during the eval. Upstream occlusion and downstream occlusion tests were performed per spectrum service manual preventive maintenance procedures with unit passing. The unit also passed add'l upstream occlusion and downstream occlusion tests. The unit passed flow rate test iaw the pm procedure and was found to deliver within design spec. The device also passed add'l flow rate tests. Review of the last infusion in the med/surg care area shows an "air-in-line" alarm occurred. In v6.05.11 software an "air-in-line" alarm displays to the user an upstream occlusion may be present. The device failed to complete service in a timely manner and was replaced.

Event description:
It was reported that a pump within the med/surg care area, infusing a saline solution "said that it was infusing but it was not with no alarm occurring of any upstream or downstream occlusions." It was reported that there was pt involvement but no pt injury.